Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The seal was partially detached from the lighthead due to collision with other object. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification, due to damaged outer rubber gasket. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. The manufacturing site reviewed the information provided and decided that in the information in complaint record, it is clearly stated that the damages were caused by a collision: "customer reported that the outer rubber gasket of the light is damaged from collision with other or equipment". We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled. The seal was partially detached from the lighthead due to collision with other object. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination.